Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient took off the pod they were wearing on (B)(6) 2019 due to high blood glucose levels. They visited the doctor at 8:30 pm at the emergency room and were diagnosed with hypoglycemia because the patient over delivered insulin. The patient was there for 2 hours. She previously gave herself a total of 22.8 units of insulin throughout the day before going to the ER. At the ER the patient received and intravenous and a liter of saline as treatment. Doctors think that the pod occluded because skin was puffy, red, and swollen as if it was clotted. There was no treatment done for the irritation. The patient was able to stabilize around 10 am after eating some protein.